Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 98 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer has lost a considerable amount of weight in the past year. The customer stated that she feels the infusion set is what caused the event. The customer also stated that she has experienced pain at her infusion sites. The customer was sent a different type of infusion set to correct for the changes in the customer's body type. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.